Event description:
A patient reported the top and bottom teeth their teeth are not straight, and they have a gap. The patient stated that their upper teeth need more straightening. The clinical support assessment team confirmed the patient has an open posterior bite and was advised a rest period is needed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.